Event description:
A facility reported the siphon guard of a certas valve was detached from the valve mechanism and was explanted. No additional information was provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
- Implantation date (B)(6) 2023 - explantation date : (B)(6) - did the patient have any symptoms before removal? Headaches. - was another valve implanted? Yes. - how is the patient now? Responding to treatment. - is the patient an elderly person, an adult, a child or a baby? Adult.

Manufacturer narrative:
Certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.